Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller and batteries were exchanged without incident and there was no reported patient injury. The controller and batteries, except for (B)(4), were returned to heartware. Review of the controller log files confirmed a critical battery alarm as described by the patient and potential switching events. Additionally, log file analysis confirmed a vad stop on the same date as the reported event. The controller passed visual and functional examination. It has been demonstrated that this issue is most likely related to a faulty internal cell pair or a communication issue between the controller and the connected battery currently being investigated. A thorough external visual inspection of all the batteries revealed no signs of physical damage or contamination. Batteries (B)(4) passed functional testing, however, battery (B)(4) failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The pump remains implanted. The controller and batteries are available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Devices are in route

Event description:
Approximately 1 year and 8 months after heartware lvad implantation the patient reported several pump stop events. The vad coordinator described as a problem with the connections between the controller and batteries on both power ports of the controller no harm or injury to patient was reported as a result of this incident. The devices were removed from the patient and a new set was supplied. Investigation is ongoing.